Event description:
I used fixodent 1994 - 2009. Now I have anemia. Never before now, one year ago, I was diagnosed blood tests taken. Dose or amount: denture cream, frequency: 2 x daily, route: oral. Dates of use: 1994. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.